Event description:
Reporter indicated for "unclear reasons" the pt's "vns programming did not match previous programming and in fact vns was turned off." Good faith attempts to obtain add'l info have been unsuccessful to date.